Event description:
A review of the reported information indicates that model ec500j vena cava filter allegedly experienced malposition of device and perforation. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) year old female patient weight was not provided.